Event description:
On (B)(6) 2016, (B)(6) emergency department, mrn (B)(6) pt arrived coding with minimal vascular access available. Multiple IV attempts. Physician made multiple central line attempts (6+) to gain central venous access. Each attempted resulted in a kinked guidewire. The physician had to pull the equipment out of the patient and reattempt. The patient had access attempted approximately 8-10 times with no success because the guidewire kinked.